Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a partial active electrode lead extrusion through the epithelial lining of the auditory canal accompanied by pain and tinnitus. Damages found during device investigation are most likely attributable to the removal surgery. This is a final report.

Event description:
The user reported pain with the implant. As per the surgeon, the scutum has been eroded and is thin in the ear canal. The electrode array can be visualized through the skin. The user has been re-implanted on (B)(6) 2019. A device with a +flex26 array was initially used, but there was some difficulty during insertion due to partial ossification and the basal turn of the cochlea was drilled. The user was finally implanted with a device with a +compressed array with 7 channels inserted and 5 channels extra-cochlea. User reports being pain-free after revision surgery. User has auditory perception on 1-7.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is scheduled for reimplantation surgery on (B)(6) 2019. The user reported pain with the implant. As per the surgeon, the scutum has been eroded and is thin in the ear canal. The electrode array can be visualized through the skin.